Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2014 with the following findings: review of the black box data and pump history did not reveal any records of the alleged call service alarms. On investigation, the pump powered on; however, the display screen remained blank. Investigation of the alleged call service alarm issue was not possible due to the blank screen. Unrelated to the original complaint, there was visible moisture in the display. A leak test was performed and revealed a moisture leak at the display lens. Additionally the audio bolus button cover was torn. The pump was opened for investigation and revealed corrosion on the display flex and the flex connector.